Event description:
On nov 19 pt had coronary artery surgery. The valve was explanted due to endocarditis. A "small tear in area between leaflets" was observed. A sjm 25mm silzone valve was then implanted.